Manufacturer narrative:
Concomitant medical products: product ID 306001, lot# unknown, product type: screening device. Product ID: neu_unknown, lot# serial# unknown, product type: unknown. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that patient stated that she is having an allergic reaction to the tape on her back. She said it itches really bad but she doesn't want to take to chance of pulling any thing loose. The patient could not feel stimulation until 7.1 volts and stated that she was feeling pain in her left leg. Patient stated she's been itchy and also said she feels the leads are loose.